Event description:
Lead was removed from service. During a routine replacement of an ICD this lead was exhibiting inappropriate sensing. The physician elected to replace the lead with a new rate sensing lead.